Event description:
It is reported that a customer was hospitalized for a high blood glucose level of 402 mg/dl. The time and date of the hospitalization is unknown. The customer stated that there were no significant events that could have led to the issue. The customer's father called in to make sure that their pump was functioning as designed. It is unknown if the pump had anything do to with the customer's hospitalization. The father did not want to continue trouble shooting the issue and just wanted to make sure that they had the correct units of insulin programmed in the pump. No further information was provided.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.